Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) was conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be established. Possible causes include excessive stress exerted by the user on the power switch causing failure or deterioration of the internal components due to long-term use (6+ years). Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation confirmed the user report of "will not power on" due to a faulty ac/dc power supply. When tested with a test ac/dc power supply, the unit passed all functional tests. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the evis exera iii video system center will not power on. No patient involvement or impact to patient care was reported for this event.